Event description:
Event description guidant received information that the patient with this implantable pacemaker (pm) was unable to be interrogated using multiple programmers, selecting quickstart or selecting the device family. Additionally, the patient received inappropriate shock therapy from his concurrent ICD and a low impedance message was noted on the ventricular lead.